Event description:
On (B)(6) 2009, the pt reported that while he was changing the insulin cartridge, the plunger became stuck to the piston rod of the infusion device and insulin was spilled into the cartridge compartment. He dried the cartridge compartment and he was instructed how to remove the plunger from the piston rod. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.